Event description:
Procedure: lap chole. According to the report: when removing the device from the patient, a piece of plastic came off of the device. The piece was recovered and removed from the patient cavity. There was no pt injury or delay in the case.

Manufacturer narrative:
(B)(4).